Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unk. According to the reporter: the balloon would not inflate during the case. It was removed from pt's cavity. There was no report of pieces falling into the cavity or impacting the pt. No additional bleeding and no tissue damage were reported. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.